Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose/protruded drive support disk. The unit also had a missing end cap sticker, cracked battery tube threads, and a scratched lcd window.

Event description:
The customer stated that the insulin pump was alarming and squirting insulin during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.